Event description:
A non-healthcare professional reported that an advisory code was displayed during surgery. The procedure type was unknown. The other surgery details were unknown. There was no information about any impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).